Manufacturer narrative:
The previous report was submitted alongside with the investigation for metal on metal hip complaints. This was a mistake please disregard that information and find the correct investigation codes.

Event description:
Allegedly, patient is feeling pain and swelling she was tested for metal allergies and it was positive. She has not been revised yet.